Event description:
Notified of event by surgery department on (B)(6) 2011, therefore explaining the delay in this report. Ruptured breast implant removed. On (B)(6) 2004 pt had bilaterally mastectomy and bilateral stage 1 reconstruction w/tissue expanders. On (B)(6) 2004 pt had bilateral replacement of new tissue expanders with mcghan style 133lv implants (B)(6) 2005 pt had bilateral stage 2 reconstruction with permanent implant placement, implants from mentor. On (B)(6) 2011 pt had bilateral removal of breast implants because pt no longer wanted implants. The right breast implant was removed. Then the left side: on the left side at the level of the capsule, there were a couple of areas that were very thin, and there was silicone gel noted coming up through the capsule. At that point, surgeon knew that the left implant was ruptured. Because of the rupture, surgeon attempted to completely excise the capsule prior to opening and removing the ruptured implant. Surgeon got around most of it; however, before surgeon finished, surgeon did end up opening the capsule and removing a ruptured implant. The capsulectomy was then completed.